Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged about six weeks post implant. The patient was hospitalized pending a lead revision. It was later reported that the lead was explanted and replaced with a passive fixation model on (B)(6) 2024. No additional adverse patient effects were reported. The explanted lead was not planned to be returned for analysis.